Event description:
Pt had a balcofen pump implanted approx. 3.5 years ago to control spasticity. Pt had experienced unusual withdrawal symptoms and the pump was found to have an exceptionally high reservoir volume. A intrathecal pump roller study was done under fluoroscopy per the synchromed manual. The roller did not move after the programmed bolus. Pump was replaced.